Event description:
The hospital has purchased 3 philips pagewriter tc70 EKG machines and we have noticed some issues with them the last few months. There have been multiple false positives (over 20 incidences) for critical value interpretations of: acute mi; pt has pacemaker but actually does not; false negative for acute mi, (caught this during review of EKG). I am reporting this instance since this outpatient came in for pre-op EKG for vocal cord surgery. The critical value interpreted was acute mi. The pt was admitted to emergency trauma room. (B)(6) performed complete work up for acute mi, chest x-ray; lab work. (B)(6) notes: pt sent over from outpatient for an abnormal EKG. Pt was having pre-op work done for a right vocal cord surgery he is having in a few days. Pt denies any cp or symptoms. Upon ER arrival pts EKG is normal. (EKG used in (B)(6) was a ge mac 5500). The scheduled surgery was postponed due to this incident.